Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Dealer claims end user's charger had exposed wires from the end of the harness that the charger pins are enclosed in. The screw allegedly came out of the housing causing wires to become exposed and end user was shocked on her hand.